Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with missing display window or cover, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. No pump error 68 or pump error 23 noted during testing. However, pump error 63 alarm confirmed in the device history due to broken trace at pin at keypad assembly. Pump error 53 found in the device history. Problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin had a hardware low level failure alarm during self-test. Customer stated that the insulin pump had a multiple insulin pump error alarm during bolus. Customer stated that the insulin pump was able to clear the alarms as well as rewound. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.